Manufacturer narrative:
There are multiple patients. All known information is presented in the literature article. There are multiple unknown dates of event. The 510k: this report is for an unknown dcp/lc-dcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1988 and 1996. It is unknown if or when devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. (B)(4) used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: grützner, pa. Et al (2003), comparative examination between an angle stable, monocortical ¿pc-fix¿ implant with the conventional plate osteosynthesis for forearm shaft fracture, unfallchirug, vol. 106, pages 121-126 (germany). The objective of this retrospective study is to compare two patient groups ¿ patients treated with dynamic compression plate (dcp) osteosynthesis vs. Point-contact-fixator (pc-fix) ¿ with regards to the treatment results based on the complications mentioned below. Between 1988 and 1996, 211 patients with forearm shaft fracture were included in the study. Of these patients, 25 patients with the mean age of 24.2 years (range, 5-73 years) were treated with unknown synthes dynamic compression plate/limited bone contact-dynamic compression plate (dcp/lc-dcp). Another 87 patients from 1993-1997 were treated with the competitor¿s device. A follow-up was done for all patients at 18 months. The following complications were reported as follows: one patient had infection; three cases of implant failure; two patients had no fracture consolidation after 24th week of surgery. In one patient, it was due to pseudoarthrosis. The fracture was healed 32 weeks after surgery and further progress was possible without any interventions. One case of radioulnar synostosis was observed. This report is for an unknown synthes dcp/lc-dcp. This is report 1 of 1 for (B)(4).